Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator quit running. The patient was transferred to another ventilator with no harm. A technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended replacing the power supply. Covidien/medtronic was not authorized to evaluate/repair the device.